Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump was not returned for evaluation. The reported high power event was confirmed via review of log files which revealed consistent power consumption above normal operating range within the analyzed period; however, no high watt alarms were logged within the analyzed period. Additionally, multiple low flow alarms and suction alarms have been logged since (B)(6) 2020. Information received from the site indicated that a computerized tomography (CT) scan revealed an acute intracranial hemorrhage (ich) and hemorrhagic cerebrovascular accident (cva). The patient experienced no symptoms and anticoagulants were held on (B)(6) 2020. The patient further exhibited elevated power consumption and was placed on a heparin drip. Based on the limited information available, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on the risk documentation, possible causes of the observed low flow and suction events may be attributed to multiple fac tors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or an inappropriate pump rotational speed. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of neurological dysfunction eve nts. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medica tions and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized with an acute intracranial hemorrhage (ich) and hemorrhagic cerebrovascular accident (cva) which was incidentally found on a computerized tomography (CT) scan done for a condition unrelated to the ventricular assist device (vad). The patient had no symptoms of ich and anticoagulants were held and the patient remained hospitalized for observation. While off anticoagulants, the vad exhibited intermittent high power and the patient was placed on a heparin drip. The vad remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was admitted with numbness and tingling in their leg and was found to have an acute herniated disk. A head computerized tomography (CT) was also done, and two (2) incidental intracranial hemorrhages (ich) were noted. The patient had no symptoms of ich and anticoagulants were held for the hemorrhagic cerebral vascular accident (hcva). It was also reported that the numbness and tingling were due to the herniated disc and the herniated disc was not ventricular assist device (vad) related. The patient remained hospitalized for observation. While off anticoagulants, the vad exhibited intermittent high power, low flow alarms, and suction alarms. The suction events and low flows were related to patient condition of hypertension. The patient was placed on a heparin drip and the patient became therapeutic. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for correction and update to the investigation. Correction b5: event description was corrected to include additional information regarding the device performance. Correction h6: patient ime code, imf code, and FDA device code were updated. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to the device evaluation and investigation completion. Product event summary: (B)(6) was not returned for evaluation. The reported high power event was confirmed via review of log files which revealed consistent power consumption above normal operating range within the analyzed period; however, no high watt alarms were logged within the analyzed period. Additionally, multiple low flow alarms and suction alarms have been logged since 26/jun/2020. As a result, the reported low flow and suction event was confirmed. Information received from the site indicated that a computerized tomography (CT) scan revealed an acute intracranial hemorrhage (ich) and hemorrhagic cerebrovascular accident (cva). The patient experienced no symptoms and anticoagulants were held on 26/jun/2020. The patient further exhibited elevated power consumption and was placed on a heparin drip. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on the risk documentation, possible causes of the observed low flow and suction events may be attributed to multiple fact ors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or an inappropriate pump rotational speed. Per the instructions for use, neurological dysfunction and hypertension are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.